Event description:
Revision surgery for xia screws at s1 due to the screw had loosened. A xia 8.5x45 screw was implanted into the right s1. After inserting the rod and blocker, he attempted to final tighten the blocker onto the xia 8.5 screw using the torque wrench and anti-torque key. The anti-torque would not engage onto the head of the 8.5 screw and the rod. Attempted to torque the blocker without an anti-torque key resulting in the 8.5 screw head splaying. He explanted the 8.5 screw, implanted a different 8.5x45 screw, was successful.

Manufacturer narrative:
Investigation has been initiated. Any additional information will be filed as supplement report.